Manufacturer narrative:
The hospital replaced the hose from the unit to the ambu bag to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). The hospital replaced the hose from the unit to the ambu bag to resolve the issue.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient involvement.